Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion. The cuff was removed, and deactivation plug placed, then sutured on tubing. The replacement procedure for the cuff will be scheduled. There were no additional patient complications reported.